Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection noted a crack in the insulation near the joint between the lead body and proximal sense b contact. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. The observed crack in the insulation did not impact the functionality of the lead.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to a product performance issue and were replaced. No additional adverse patient effects were reported. This electrode has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were explanted due to a product performance issue and were replaced. No additional adverse patient effects were reported. This electrode has been returned for analysis. This report will be updated upon completion of analysis.